Event description:
It was reported that while removing a ruptured balloon during a ptca procedure, the shaft separated. The physician was able to retrieve the shaft and balloon with a snare. The pt was sent to surgery. The pt status is listed as "stable".